Event description:
A continuous cycling peritoneal dialysis (ccpd) patient called technical support to report cycler alarm issues. He said that the last time he used the cycler was (B)(6)2015 and did not complete any manual treatments. He subsequently felt sick, had high potassium level and was admitted to the hospital on (B)(6) 2015 and discharged on (B)(6)2015. Upon follow up with the patient's pd nurse she confirmed that the patient's hospitalization was due to multiple chronic health issues and non-compliance. She reiterated that there were no allegations of device or product malfunctions. She reported the patient was extremely non-compliant with his treatments in that he will choose to not dialyze for several days in a row. He would also choose to complete one or two cycles if he used the cycler and rarely completed all cycles when doing capd. He has been counseled numerous times regarding the effects of his non-compliance with his pd therapy. As a result of this recent non-compliance, the patient's physician has transitioned him from ccpd to in-center hemodialysis without the option to return to the home program. Patient medical records were requested.

Manufacturer narrative:
The actual device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. Product labeling, material, and process controls were within specification.

Manufacturer narrative:
The plant investigation is pending. A supplemental medwatch report will be submitted upon completion of the manufacturer's device investigation.